Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval experienced a door not fully latched alarm when attempting to load a set, caused by a failed lower link switch. The lower auxiliary, which contains the lower link switch, was replaced.

Event description:
During baxter's functionality testing it was found that a spectrum pump experienced a door not fully latched alarm. There was no pt involvement.